Event description:
It was reported that during an un-specified procedure, resistance was noted during an attempt to insert an unknown guide wire into the guide wire introducer. The guide wire was able to be only partially inserted. During removal, resistance was again noted with the guide wire introducer; therefore, a new introducer was used, and the procedure was concluded with success. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned. Only the packaging tray was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.